Event description:
Pump beeping very fast, no message on screen (sn (B)(4)) batteries replaced but still continues to malfunction occurred while in use. No injury to pt. She will return the pump. We will send new one. Pt has back up pump. Reported (B)(6) by pt/caregiver.